Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulty occurred. The patient presented with triple vessel disease. Vascular access was obtained via right femoral artery. The 85% stenosed target lesion was located in the mildly calcified, mildly tortuous and 2.5mm in diameter distal left anterior descending artery (lad). After 6f non bsc guide catheter was advanced, predilation was performed using an unspecified balloon catheter. A 2.25mm x 32mm promus element stent was advanced and deployed in the mid lad. Then a 2.25mm x 24mm promus element stent was advanced to treat the dissection in distal lad but significant resistance was encountered as the device was "hitting" the previously deployed 2.25mm x 32mm promus element stent in mid lad. So, a 2.25mm x 16mm promus element stent was advanced and deployed distally. Another 2.5mm x 20mm promus element stent was advanced and deployed in the mid lad to overlap the proximal and distal stents. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Some of the struts on the first row on the distal end of the stent were stretched out towards the distal markerband. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).